Event description:
It was reported that the patient presented for a follow up. The patient received shock therapy for ventricular tachycardia (vt). The patient's right ventricular (rv) lead exhibited low and out-of-range defibrillation impedance. The rv lead was capped and replaced (B)(6) 2021. The patient was stable.